Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger jammed when pressed and was slow to return when released. It was determined that the device showed evidence of rust on the turning ring and would not run. It was further determined that there was corrosion inside the trigger, which was making it slow when returning. There was an unknown liquid inside the device and the electronic control unit and electric motor had no power. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reamer/drill device trigger jammed when pressed and was slow to return when released. It was further reported that the device would not run and showed evidence of rust on the turning ring. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.